Event description:
It was reported the atrial lead was implanted on (B)(6) 2025 and post procedure the atrial lead was identified to be dislodged as noted by atrial under sensing. The patient experienced muscle stimulation. The atrial lead was repositioned and reused in the heart on (B)(6) 2025. The patient was stable throughout the procedure.